Event description:
Product analysis was completed on the generator on 12/30/2015. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the leads on 1/12/2016. A small portion of the outer silicone tubing was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned portions abraded openings were observed. The abraded openings and incision marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Event description:
On (B)(6) 2015 patient underwent prophylactic generator replacement due to device nearing end of service. Preoperative diagnostics showed results within normal limits; communication: ok/ output current status: ok/ current delivered: 2.50ma/ lead impedance: ok/ impedance value: 1255 ohms/ifi = yes. However, when the surgeon went to replace the new generator, he inspected the lead and there was a piece of the lead covering that had cracked and come off of the wire, leaving the wire exposed. The surgeon then decided that a full system replacement needed to be done. The explanted generator and lead were returned for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.

Event description:
Surgical notes were received. It was noted that during the surgery, it was observed that the coating of the lead was fractured and there were fluids within the lead. It was noted that the electrode coils were significantly scarred in. No other relevant information has been received to date.